Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction inop message on the sector and no audible sound coming from the speaker on the telemetry device. The device was in clinical use at the time the issue was discovered. There was no report of any adverse event or patient harm.